Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to: physical and emotional damages from tilting and perforation of the filter and the resultant symptoms. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported a perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to: physical and emotional damages from tilting and perforation of the filter and the resultant symptoms.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Addendum for additional information received:the following additional information received per the patient profile form (ppf) indicates that the patient became aware of the reported events 147 months, 16 days post implantation. The ppf states that the filter struts perforated outside of the inferior vena cava (ivc). The patient also reports to be suffering from pain in the abdomen and stress and anxiety over what could happen to the filter. According to the information received in the medical records, the patient¿s pre-operative diagnosis was for chronic deep vein thrombosis (dvt) with contradiction to anticoagulation. The patient is noted to be an extremist from a bleeding colon and had it resected. The patient had two small splenic lacerations and needed coverage for the dvt. The patient was on coumadin and was high risk for recurrent dvt and pulmonary emboli (pe). The filter was deployed at the level of l3 below the renal veins above the bifurcation without difficulty. The filter had good apposition. A venacavagram showed a widely patent vena cava and iliac veins and flow of renal veins. There was no filling defects and the size of the vena cava was good for the filter placement. The catheter was removed, and pressure was held. The patient tolerated the procedure. As reported, the patient underwent placement of an optease vena cava filter. The patient presented with a history of multiple chronic deep vein thrombosis (dvt) and pulmonary embolism (pe) while on coumadin. At the time, the patient was is extremis from a bleeding colon and had had it resected. The patient was further noted to have two small splenic lacerations and required coverage for further possible dvt events. The patient was deemed to be at high risk for recurrent dvt and pe and was unable to anticoagulants. The filter was implanted without difficulty via the left common femoral vein and was deployed at the level of l3 below the renal veins and above the bifurcation. The deployed filter was noted to have good apposition. The patient is reported to have tolerated the procedure. Approximately twelve years after the implantation, the patient became aware that the filter had tilted and that struts had perforated outside the wall of the inferior vena cava (ivc). The patient also reported suffering from abdominal pain and stress and anxiety over what could have to the filter. Attempts to retrieve the filter were not documented. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Due to the nature of the complaint, the reported abdominal pain experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.